Event description:
It was reported that during a lap gastrectomy procedure, the active part of the blade on the device sheared off during use on the patient. Opened another shear. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.